Event description:
This report was intended to capture the 21dec2020 driveline disconnect event that occurred on pcx-19608. It was reported that log file analysis observed a driveline disconnect alarm on 21dec2020. The patient had an external driveline repair performed on 21dec2020 for phase to phase short, however, pump stop alarms continued after the repair. The issue was determined to be internal phase to phase issue, but the patient was not a surgical candidate. It was reported that the patient had further pump off alarms while on the power module and battery power. The clinician reported observing low voltage alarms, low flow alarms, and no external power alarms in device history. Technical services reviewed the log files and observed pump stops on 21dec2020, 23dec2020, 25dec2020 and 29dec2020. The patient also had a pump stop on battery power on 14jan2021, it was noted that only the white power lead was connected at that time. Per the vad coordinator, the patient's son panicked when he heard the alarm and disconnected power and put the patient on battery power. The patient called the hospital and was instructed to perform a self-test on the controller which was successfully completed.

Manufacturer narrative:
Section b5: corrected event description. This information was initially reported in manufacturer report number 2916596-2021-00049. Manufacturer's investigation conclusion: the reported event of low voltage and pump stopped alarms was confirmed with the submitted log files. Intermittent motor stopped events with associated hazard alarms were captured on december 12, 17, 18, and 19. Additional information indicated a system controller exchange was performed on december 19 to rule out possible issues with the older system controller (serial #(B)(6). The motor stopped events were captured when the system was supported on the power module and 14v batteries. It was reported a driveline repair was performed on december 21. The log file submitted after the driveline repair was performed captured further intermittent motor stopped events. It was noted a low voltage alarm was captured relating to fluctuating voltage values during a motor stopped event on january 14. Previous complaint history indicate a low voltage alarm has the potential occur during shorted condition with the underlying wires within the driveline. The motor stopped events will be evaluated under the pump investigation. Additional information communicated on january 26 indicated the system controllers will not be returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6) was shipped to the customer on 20nov2020. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Section 3, under power the system, covers making or breaking connection between power sources. Heartmate ii lvas IFU (section 1, 4, 5) contains information about fixed speed, low speed limit, and pump speed including power. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Approved labeling outlines power elevations and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Abrupt changes in power should be evaluated for cause. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a controller exchange on (B)(6) 2020 to trouble shoot for the pump stops that they were experiencing. Related manufacturer reference number: 2916596-2020-06435.